Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15389. It was reported the pt was not receiving effective coverage compared to what he received with his trial scs system. The physician implanted a second lead. The pt still did not feel the desired coverage. The physician indicates that no additional surgical intervention is planned at this time and the leads are placed in the optimal location.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.